Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was "high" on the continuous glucose monitor (cgm). The customer addressed the issue with a supply change and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.